Event description:
Two pts sustained superficial abrasions from bandage scissors during dressing changes. One pt required no treatment. One pt was on anti-coagulant medicine and required pressure and an alginate dressing for hemostasis. No untoward affects are anticipated. The nurse could feel something sharp on the base of the blunt edge of the scissors, but it was not visible.